Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 377875, lot# v016551, implanted: (B)(6) 2007, product type: lead. Product ID: 3487a-56, lot# v020232, implanted: (B)(6) 2007, product type: lead. Product ID: 37742 serial# (B)(4), implanted: (B)(4) 2007, product type: programmer, patient. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3487a-56, lot# v019785, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported the patient had some electrodes that were out of range and considered too high due to being over 10,000 ohms. There were no signs or symptoms noted. The event was unresolved with no further actions planned. If additional information is received on interventions and outcome a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available as of the time of report. A follow up report will be submitted once analysis results are available. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the battery was removed due to normal battery depletion (elective replacement indicator).

Manufacturer narrative:
Upon return of the implantable neurostimulator (ins) analysis found no significant anomaly. It was noted that the battery was at normal end of life with elective replacement indicator (eri) or end of service (eos). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.